Event description:
The pt was implanted with a left ventricular assist device. Pt noted symptoms and was emergently admitted for a lvad exchange. Subsequently, the device was successfully exchanged with another lvad. The symptoms experienced by the pt were not described.

Manufacturer narrative:
The pt remains ongoing on lvad support without any further issues. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.